Event description:
It was reported, the pt is not receiving stimulation due to her scs system not responding when prompted. Additionally, the scs ipg will not communicate or recharge. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Correction: 1627487-07/26/2012-002-r.